Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a diabetic ketoacidosis event while on the pump. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter was unable to troubleshoot the pump at the time of the call. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Follow-up #1: date of submission 24-jun-2019- device evaluation: the pump has been returned and evaluated by product analysis on 20-jun-2019 with the following findings: a review of the black box data showed the pump was in use until 11-jul-2018, 8 days before the alleged issue. The pump was placed in suspend on 8-jul-2018 and resumed use on 11-jul-2018. The pump gave a replace battery alarm on 11-jul-2018 due to normal battery depletion. The pump deliveries were not resumed by the user. The pump passed all testing, and the total daily dose added up correctly with the basal program prior to the end of pump use. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.